Event description:
The product was used during an ovarian cyst procedure. Reportedly, there was tissue burn. The surgeon applied cream to correct the condition. The hosp has reported no pt injury occurred.